Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section of one of the cam arm covers fractured of the device and was not returned. The remainder of the cover was heavily worn with many nicks and gouges in the surface. The device was manufactured in 2018 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
During surgery the tip of the locking arm of the journey ii bcs lck fem implant impactor broke off. All pieces were retrieved from the patient. No harm to patient or staff. The procedure was successfully completed without delay using an s&n back-up device.